Manufacturer narrative:
Retainer ring = black customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump doesn't recognize the new battery. The battery would not even last more than a day. The customer also reported that the insulin pump had a replace battery alert or replace battery now alarm. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a cracked keypad overlay, a missing display window/cover and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Device passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. Device history file/traces download was successful using thus. Power management graph was successfully generated. Power management graph was successfully generated. The loaded voltage and the unloaded voltage display at the power graph management tool shows abnormal behavior. No unexpected power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 20:41:00.000 alarmalertnotification to (B)(6) 2021 07:58:10.000 alarmalertcleared replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 04:26:00.000 alarmalertnotification to (B)(6) 2021 17:48:00.000 alarmalertnotification replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 04:57:00.000 alarmalertnotification to (B)(6) 2021 17:44:00.000 alarmalertnotification and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 02:28:19.000 alarmalertnotification to (B)(6) 2021 17:51:43.000 alarmalertcleared device was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. The original pcb1 was installed in a test pcb2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcb2 was installed in a test pcb1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. In conclusion, the insulin pump had a high sleep current measurement, problem isolated on the pcb1. Failure analysis summary: the insulin pump alarmed low battery life or low battery alert, unexpected battery power loss or replace battery alert or replace battery now alarm, problem isolated on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the insulin pump had battery alert. Customer stated that the insulin pump delivery will stop within 30 minutes due to low power. Customer stated that the insulin pump had new battery resolve issue did not resolve. No harm requiring medical intervention was reported. The device will be returned for analysis.